Event description:
Zoll laboratory services contacted zoll to report that a patient developed a red, itchy skin irritation under the patch. There was no alleged device malfunction contributing to the irritation. The patient's physician advised patient not to scratch the area. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.